Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason,(B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 28, 2015. The actual sample was not returned for evaluation. A review of the device history record revealed no anomalies. A retention sample from the same product code/lot combination was obtained for investigation. The retention sample was visually inspected, during which no anomalies were noted. The sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. The pump did not leak during the test. Eight more retention samples from the same product code were visually inspected and no anomalies were noted. The part was subjected to a 100% in process leak test prior to packaging. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary systems corporation that prior to cardiopulmonary bypass, during prime, fluid leaked from the pump head. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully without delay.